Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
All of the chairs arrived with the issue with the right rear wheel. The wheel and/or frame appears warped so that the chair feels wobbly and the wheel is hitting the side of the chair.

Manufacturer narrative:
(B)(4). The device in question has been returned and a detailed evaluation has been performed on it. That evaluation has confirmed the reported issue, that the right rear wheel was bent. Furthermore, the bent rear wheel was causing the chair to three-wheel, with the right front caster off the ground. The chair was not able to roll straight due to the bent wheel. Any underlying cause of the issue, however, was not able to be determined.

Event description:
All of the chairs arrived with the issue with the right rear wheel. The wheel and/or frame appears warped so that the chair feels wobbly and the wheel is hitting the side of the chair.